Event description:
Using the freestyle libre 3 on my upper right arm caused bruising and inaccurate readings. This has been a consistent problem using my right arm, and the inaccurate readings are consistent on my left arm as well. I have since swapped to the dexcom g7 series, and I have similar inconsistencies using the device on my upper arm, but with doctor approval, I have used it in the abdominal area and had no problems at all. The main problem is a significant lack of sufficient body fat in the arms, which leads to inaccurate readings. I am right-handed, so my right arm has even less fat, which is why applying the monitor to the arm has caused bruising.